Event description:
A malfunction was reported with the pump, displaying malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was advised on how to return it with a pre-paid label after placing it in storage mode.